Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection was conducted and the locking ring did not appear to be bent, however, the lock ring was stuck inside tray upon receipt. The lock ring was made maneuverable with minimum manipulation during inspection. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It is reported that during reverse shoulder arthroplasty when the surgeon was attempting to seat the polyethylene liner in the humeral tray, the locking ring of the humeral tray became stuck in the implant and prevented the surgeon from seating the polyethylene liner. This malfunction caused a delay of twenty (20) minutes and the surgery was completed with another device. No adverse events were reported as a result of this malfunction.